Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sn (B)(4), the battery charger's power brick connector was defective. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon receipt, battery charger experienced resets. The cause was a defective connector on the charger's power brick. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The last pt to use this battery charger/modem did not report any deficiencies.